Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced insulin flow block alarm on (B)(6)2024. The blockage was located in the tubing. No further information available